Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge leaked. Additionally, air bubbles were observed in the infusion set tubing. While troubleshooting for air bubbles, the pump declared a valid minimum fill notification. A new cartridge was loaded resolving the issue. Customer's blood glucose level was 154 mg/dl.